Event description:
It was reported that a foreign material was noted on the tip of the insertion tool. The insertion tool of the advantage balloon catheter inflation device was used with a non-bsc guide wire. The physician noted that the insertion tool was occluded and does not allow the non-bsc guide wire to cross. Upon examination of the insertion tool, a black point was observed occluding the tip of the tool. The black point was found inside the insertion tool and was attached into the introducer guide of the advantage kit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).